Event description:
Information was received indicating that during infusion the pump "quit delivering medication for about 10 minutes" and then exhibited a "biomed" error and a continuous alarm. It was reported that the pump was delivering continuous feeds for patient overnight. Per reporter there was a delay in patient receiving medication and no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the tamper seals were broken, top case corners were chipped, the bottom case screw post was broken and the right plunger case was cracked. Review of the event history log showed an occurrence of a "primary audible alarm bgnd test" alarm. Functional testing included running the pump through the power up process and occlusion testing. The investigation was not able to duplicate the reported issue, no damage was found to the speaker. The speaker was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.